Event description:
During a follow-up, there were episodes of undersensing noted on the device. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The reported event of undersensing was verified by reviewing the stored image. Tha cause was most likely due to variability in r-wave amplitudes. The device was found to be functioning appropriately based on how it was programmed. The device¿s electrical parameters such as sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were all tested, and the device¿s function was normal.